Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Kept by the attorney.

Event description:
It was reported by the patients attorney through the filing of a lawsuit that the patient underwent a right hip total arthroplasty on (B)(6) 2010 where he was implanted with a stryker hip system. It is further alleged that after implantation, the patient began experiencing discomfort. "Diagnostic workup revealed metallosis and marked elevation of serum cobalt and chromium to his right side". The patients right hip was then revised on (B)(6) 2017 in which (B)(6) noted "copious amounts of pale yellow amorphous material in the hip compatible with reaction to chromium and cobalt ions. There was also a significant amount of black corrosion material on both ends of the taper.

Manufacturer narrative:
An event regarding altr (adverse local tissue reaction) involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records by a clinical consultant resulted in rejection of the medical review as "additional information required, x-rays, examination of explanted components and surgical histopathology." -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including x-rays, examination of explanted components and surgical histopathology. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported by the patients attorney through the filing of a lawsuit that the patient underwent a right hip total arthroplasty on (B)(6) 2010 where he was implanted with a stryker hip system. It is further alleged that after implantation, the patient began experiencing discomfort. "Diagnostic workup revealed metallosis and marked elevation of serum cobalt and chromium to his right side". The patients right hip was then revised on february 8, 2017 in which dr. R noted "copious amounts of pale yellow amorphous material in the hip compatible with reaction to chromium and cobalt ions. There was also a significant amount of black corrosion material on both ends of the taper.